Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The customer understood and acknowledged this guidance.